Event description:
It was reported that this right atrial (ra) lead had an impedance greater than 3000 ohms, in november. Additionally, there was a loss of capture. The lead was determined to be broken. During a recent procedure for the lead, it was found that the patient had a dead atrium. The leads were kept implanted and the device was then programmed to no longer sense or pace in the atrium. No additional adverse patient effects were reported.